Event description:
The customer reported the system would not display an image. Further investigation found no x-ray being produced. There is no report of patient injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.